Event description:
The customer reported the ventilator would not power on. The customer reported the device was not in use on a patient. Review of the device diagnostic log noted a power fail occurrence during operation. During evaluation and testing, the manufacturer's field service engineer reported the power supply voltages were out of specification. The service engineer replaced the power supply and main pcb board to address the reported problem and findings. Performance verification testing was completed and passed to operating specifications.